Event description:
Popping or clicking of wright conserve plus hip implant device that was inserted in (B)(6) 2007. I have been feeling fine - no problems until the right hip started clicking or popping. The problem has been increasing over the last 2 weeks. I am unable to exercise and do much walking. I am afraid of causing more metal ions to be released in my body and I don't know the long term effects. I am becoming increasingly uncomfortable and my dr has said that I may need a revision. I wanted to do physical therapy but I have decided not to. I am afraid of causing more damage to the hip and I don't think it will do any good. I am very depressed about having to undergo another hip surgery.